Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a revision for liner and head exchange to address multiple dislocations of the hip and movement of liner. The surgeon reports he may have potentially inserted the liner incorrectly. The removed liner appeared oval in shape. The head have dark markings on the outer surface that were evident.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device has not identified product error regarding the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient underwent a revision for liner and head exchange to address multiple dislocations of the hip and movement of liner. The surgeon reports he may have potentially inserted the liner incorrectly. The removed liner appeared oval in shape. The head have dark markings on the outer surface that were evident. / / investigation method: / / investigation summary: